Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was conscious at the time of the treatment. After review of the downloaded data, it was confirmed that the patient received five inappropriate treatments at 15:52:49, 15:53:30, 15:53:59, 15:54:30, and 15:55:15 on (B)(6) 2015. Motion artifact and supra-ventricular tachycardia (svt) contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed until after the fifth treatment was delivered. The patient was taken to the hospital and remained in the hospital.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital and remained in the hospital. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt (B)(4): 09/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.